Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 52 mg/dl at time of incident. The customer treated low blood glucose with the food. The customer also received change sensor alert and sensor updating alert. It was unknown that auto mode feature was active or not at the time of event. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 52 mg/dl at time of incident. The customer treated low blood glucose with the food. The customer also received change sensor alert and sensor updating alert. It was unknown that auto mode feature was active or not at the time of event. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.